Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes complications while wearing the insulin pump. It was stated that the customer's last glucose reading on the blood glucose meter was 43 mg/dl. The caller stated that they are not willing to return the insulin pump. No further info was provided.